Event description:
The customer reported to customer service that her housing broke on her adapter and she can see the wires.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Attempts to retrieve the product were unsuccessful. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusion can be made as to the cause of the event. However the customer reported that the housing broke and she can see the inside wiring, which is a safety risk. She also indicated that she did not witness any sparking, fire or flames and that no injuries were sustained as a result of the issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigate (B)(4) in order to determine root cause and will continue to be monitored. Should additional information of the original product be received, resulting in new, changed, or correct information, a follow up report will be filed.